Event description:
The event reported was identified in an article summarizing intraocular lens (iol) exchanges that took place during the time period of 1998 and 2004. Out of 6,630 cataract surgeries, the article reports one instance where the introcular lens was removed and replaced due to chronic uveitis.